Manufacturer narrative:
Citation: bakhos jj corevalve double jeopardy: embolized valve capture with subsequent valve. Innovations (phila). 2018 aug 27. Doi: 10.1097/imi.0000000000000532. [Epub ahead of print]   earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without the return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient who was implanted with 29-mm medtronic evolut r due to severe stenosis of his non-medtronic aortic bioprosthetic valve. The evolut r valve was implanted low to prevent over-compression of the pre-existing non-medtronic valve resulting in severe paravalvular regurgitation post-implantation. Subsequently, the evolut r valve embolized into the ascending aorta during repositioning attempts to pull the valve higher by non-medtronic snares. A second 29-mm medtronic evolut r was introduced through the same transfemoral sheath, positioned in the aortic annulus, and 75% deployed in proper position without paravalvular leak. Then, using the snares, the first valve was advanced so that its proximal edge covered the unreleased distal edge of the second valve. The second valve was released with its large distal portion just inside the narrower proximal portion of the first valve. Distal tabs of the second valve captured the first one, pinning it in place. Completion aortography revealed a stable valve position without extravasation, dissection, or aortic regurgitation. Transthoracic echocardiography demonstrated stable valve position and function. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient was who implanted with 29-mm medtronic evolut r due to severe stenosis of his non-medtronic aortic bioprosthetic valve. The evolut r valve was implanted low to prevent over-compression of the pre-existing non-medtronic valve resulting in severe paravalvular regurgitation post-implantation. Subsequently, the evolut r valve embolized into the ascending aorta during repositioning attempts to pull the valve higher by non-medtronic snares. A second 29-mm medtronic evolut r was introduced through the same transfemoral sheath, positioned in the aortic annulus, and 75% deployed in proper position without paravalvular leak. Then, using the snares, the first valve was advanced so that its proximal edge covered the unreleased distal edge of the second valve. The second valve was released with its large distal portion just inside the narrower proximal portion of the first valve. Distal tabs of the second valve captured the first one, pinning it in place. Completion aortography revealed a stable valve position without extravasation, dissection, or aortic regurgitation. Transthoracic echocardiography demonstrated stable valve position and function. Additional information received from the physician who reported an operator error in deployment of first corevalve (deployed too far into the ventricle, embolized when we attempted to pull it in the aortic direction) that was treated with successful deployment of a second corevalve. No additional adverse patient effects or product performance issues were reported.